Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The reported complaint is not confirmed. A sample was not provided for evaluation. An investigation on the lots delivered to the customer three months prior to the date of event and no information was found. A lot trend evaluation was not performed since the lot number is unknown and no information was found in the sap system for this customer. Per the documented product investigation, there was no indication that the fresenius product cause, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis and was hospitalized on (B)(6) 2015. The patient was treated with vancomycin and gentamicin. While hospitalized the patient was switched to hemodialysis to complete treatment and on an unknown date was discharged from the hospital. As of (B)(6) 2015, it was unknown if the infection has resolved and if the patient continued to perform pd therapy or hemodialysis.